Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 350-400 (mg/dl). An injection was delivered to address bg level. During system check with tandem technical support, an air bubble was noted in the patient line tubing. It was indicated that the cartridge uses humalog and is changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Customer indicated that lantus and manual injections were available if necessary for alternate therapy.